Event description:
It has been reported to philips that the system did not power on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) examined the system and connected with the customer, but the customer was unaware of any issues with the system. Subsequently, the rse made multiple attempts to get in touch with the customer but was unsuccessful. The rse concluded that the customer was not experiencing any issues. No further action was required at this time. The codes were updated based on the investigation outcome.